Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The system was not performing as intended as the system failed to boot up. There was a failure to store image. The mobile view station (mvs) computer and computer for the imaging system were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect part, mobile view station (mvs) computer, was returned to the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site representative reported that, before surgery, the mobile view station (mvs) and the image acquisition system (ias) would not communicate upon multiple boot ups of the system. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect computer was returned for evaluation. Analysis findings confirmed the reported issue. The operating system booted to an operating system database error and the imaging system application did not boot bench. A software problem was confirmed. The error was able to be resolved via operating system coding tools. The suspected computer server was returned for evaluation. Analysis was unable to confirm the complaint. However a system test did fail and they found a faulty video graphics card. The suspect imaging system computer was returned for evaluation. Analysis was unable to confirm the complaint. No faults were found.